Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located on the battery compartment found on 7/23/2021. The pump was received with no button response. Unable to perform the displacement test, self test, or keypad voltage test due to no down arrow button response. The keypad overlay was removed and the pump was cut open to perform an inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the keypad, keypad flex tail, motor, or force sensor. A test case and keypad was swapped out and the buttons started operating. No broken traces on the keypad assembly found. No button response fault is isolated to the keypad assembly. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, damaged display window cover, missing serial number label, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap did not lock into the reservoir compartment due to missing retainer. The pump was received with no down arrow button response, fault isolated to the keypad assembly. Cosmetic damage on the battery compartment was not confirmed, however, other cosmetic damage was noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. The customer will discontinue use of the devise.